Event description:
The report from clinical study (B)(6) for patient with ID (B)(6) indicated that during the procedure there was perforation distal to the aneurysm site and cerebral infarction. While navigating the chikai guidewire (asahi (B)(4)) to place the prowler select plus microcatheter (details unknown) along the target aneurysm, perforation occurred in the area peripheral to the target aneurysm (left middle cerebral artery). The patient developed hemorrhagic stroke as well as headache due to the perforation. Continuous infusion of calcium channel blockers were given to lower blood pressure. Also during the procedure the patient also developed fine movement disorder associated with the left-sided middle cerebral artery infarction. Action taken was administration of edaravone. The physician noted that although heparin had been administrated intra-procedurally, it was a long operation with some devices had been kept in the patient for long time and this might have effected on the event. The event outcome as of the date of three after the event was resolved without sequel, and the relationship of the event to the procedure was highly probable where as to the vrd was unknown.

Manufacturer narrative:
During the index procedure the coil embolization was assisted with an enterprise vrd ((B)(4)) and the target site was the left middle cerebral artery. The patient's medical history consisted of hypertension, left middle cerebral artery aneurysm, and a clipping of left middle cerebral artery aneurysm (details unknown). Prior to implanting the vrd, roadmaster/goodman, (B)(4) (lot unknown), chikai/asahi (B)(4). Other devices utilized during the procedure were, excelsior sl10, radifocus gt gw/terumo, four (B)(4) (lot unknown), two (B)(4) (lot unknown), (B)(4) (lot unknown), three (B)(4) (lot unknown), four (B)(4) (lot unknown), eleven ed coils, two(B)(4) (lot unknown), two (B)(4) (lot unknown), two (B)(4) (lot unknown), (B)(4), three (B)(4) (lot unknown), (B)(4) (lot unknown), three (B)(4) (lot unknown). No further info available. The product will not be returned for analysis, and additional information will be submitted within 30 days of receipt. This is one of two products involved with this adverse event, which is associated with mfg report 1058196-2013-00023 and 1-1024868953.

Manufacturer narrative:
No further information will be forthcoming.